Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer visited to the emergency room and get hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose was unreadable under 20 mg/dl. Customer stated blood glucose was 60 mg/dl, 80 mg/dl, 34 mg/dl, 50 mg/dl, 262 mg/dl, 366 mg/dl. Customers current blood glucose was 248 mg/dl. Customer was hospitalized for heart condition on (B)(6) 2020. Customer was treated for low blood glucose with oral glucose gel. Troubleshooting was done for low blood glucose and over delivery. Customer had been using insulin pump within 48 hours of reported low blood glucose. Customer did not use auto mode feature active insulin delivery at time of low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. No under delivery anomaly, over delivery anomaly or displacement anomaly noted. Pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Toggled on and off and increased or decreased volume with the audio feature functioning properly. However unable to complete the self test and verify tone check/vibrate check due to pump error 63. No motor anomaly noted. The motor was tested outside of the device and passed. Device uploaded properly using care link. Device had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they required the assistance of emergency medical services on (B)(6) 2021 due to a low blood glucose value. During this time the customer stated the insulin pump may have been exposed to strong magnetic fields.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report has been updated and provided in section b5 with this report.